Event description:
It was reported that the pt was implanted with a znn cmn nail 11.5mmx21.5cm 125r, in (B)(6) 2013. In (B)(6) 2013, the pt underwent revision surgery because the nail broke at screw height.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Four x-rays were provided for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).